Manufacturer narrative:
(B)(4). No device or photos were received; therefore the condition of the device is unknown. The device history records were reviewed and no discrepancies were found. A review of the complaint history determined that no further action is required as no trends were identified. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A root cause was unable to be determined. Concomitant medical products - bigliani/flatow modular humeral stem, catalog #: 00430001213, lot #: 60993797, cable-ready cerclage cable with crimp, catalog #: 00223200118, lot #: 61365983, bigliani/flatow pegged glenoid component, catalog #: 00430205246, lot #: 60776591. This report is number 5 of 5 mdrs filed for the same patient (reference 0001822565-2017-02208, 0001822565-2017-02210, 0001822565-2017-02211, 0001822565-2017-02214).

Event description:
It is reported that the patient experienced a periprosthetic fracture of the humerus five months following shoulder arthroplasty and required a plate fixation procedure to treat the fracture. Attempts have been made and additional information on the reported event is unavailable.